Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of a 6.0 cm abdominal aortic aneurysm. It was noted that there was severe tortuosity of approximately 90 degrees as well as short neck of approximately 10mm. It was reported that, during the index procedure, the proximal neck was secured as much as possible by intentionally covering the lower renal artery with the stent graft; however, a type ia endoleak from the greater curvature side persisted. The physician opted to not treat the endoleak further because implanting a cuff was deemed too difficult. The physician stated that the cause of the event was anatomy related. No additional clinical sequelae were reported and the patient is being monitored by their physician.